Event description:
Worsening bilateral knee osteoarthritis [osteoarthritis aggravated] ([joint space narrowing], [device ineffective], [arthralgia], [crepitations]) osteoporosis [osteoporosis] bouchard's and heberden's nodes of bilateral hands [heberden's nodes] stooped posture [posture abnormal] mild antalgia with bearing weight on the right [weight bearing difficulty] osteophytosis [osteophytosis] mild antalgia [antalgic gait] pain over the trochanteric bursa [pain in hip] case narrative: this case is related to case ID.: (B)(6) (multiple devices used, left knee). Initial information received on 14-jun-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "psp_saus.tjo.012". Patient ID: unknown; country: united states study title: sanofi patient connection. This case involves a 76 years old male patient who experienced worsening bilateral knee osteoarthritis, osteoporosis, bouchard's and heberden's nodes of bilateral hands, stooped posture, mild antalgia, mild antalgia with bearing weight on the right and pain over the trochanteric bursa, after he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history included pelvic fracture, alcoholism, anxiety, h pylori ulcer, hypertension, asthma, infectious viral hepatitis, and diverticular bleed. His past medical treatment including cholecystectomy, hernia repair, joint replacement. His vaccination(s) and family history were not provided. Concomitant medications included diclofenac sodium (voltaren); chondroitin sulfate sodium, glucosamine hydrochloride (glucosamine /chond [chondroitin sulfate sodium;glucosamine hydrochloride]), meloxicam (mobic), duloxetine hydrochloride (cymbalta), vitamin d3 (vitamin d3), paracetamol (tylenol), amlodipine besilate (norvasc), ascorbic acid, biotin, calcium pantothenate, cyanocobalamin, folic acid, nicotinic acid, pyridoxine hydrochloride, riboflavin, riboflavin, thiamine hydrochloride, tocopheryl acetate (multivitamin), omeprazole (prilosec) and alendronate sodium (fosamax). On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in right knee (lot-unknown; information on batch number requested) for primary osteoarthritis of both knees. On (B)(6) 2019, x-ray showed moderate left and mild right knee osteoarthritis. On (B)(6) 2019, x-ray lumbar spine was performed and joint space narrowing and large osteophytosis resembling dish. On (B)(6) 2019, patient went for medical evaluation and it was observed that he had worsening bilateral knee osteoarthritis. On the same day, he was also diagnosed with osteoporosis. It was also reported that he took fosamax weekly without major gi distress or epigastric pain. He was worried that fosamax mite result in gi bleeding. He was also found positive for arthralgia. On the evaluation, he was also observed with gait with stooped posture, mild antalgia with bearing weight on the right. He was also diagnosed with bouchard's and heberden's nodes of bilateral hands. On the evaluation of left and right lower extremities, crepitus of the bilateral knees. He had pain over the trochanteric bursa of the right outer hip. It was also sated by him that synvisc one was ineffective. On the same day, patient was injected with bilateral steroid injection. Using sterile technique, the right knee was prepped, and topical ethyl chloride was used to anesthetize the needle into the joint from the anterior approach. The joint was entered and 15 mg of celestone and 1 ml pain marcaine was then injected, and needle withdrawn. The event of worsening bilateral knee osteoarthritis was assessed as serious due to seriousness criteria of intervention required. Relevant laboratory test results included: blood creatinine - on (B)(6) 2017: 0.66 mg/dl (abnormal); on (B)(6) 2017: 0.69 mg/dl (abnormal); on (B)(6) 2018: 0.68 mg/dl (abnormal); on (B)(6) 2018: 0.75 mg/dl (abnormal); on (B)(6) 2019: 0.65 mg/dl (abnormal) haematocrit - on (B)(6) 2017: 39.7 % (abnormal); on (B)(6) 2017: 39.4 % (abnormal); on (B)(6) 2018: 32.5 % (abnormal); on (B)(6) 2018: 35.1 % (abnormal); on (B)(6) 2018: 0.75 % (abnormal) white blood cell analysis - on (B)(6) 2018: 4.06 k/ mcl(abnormal). Final diagnosis was pain over the trochanteric bursa, mild antalgia with bearing weight on the right, mild antalgia, stooped posture, bouchard's and heberden's nodes of bilateral hands, osteoporosis and worsening bilateral knee osteoarthritis. Action taken: not applicable for all the events. Corrective treatment: betamethasone (celestone) for worsening bilateral knee osteoarthritis; not reported for rest of the events. Outcome: unknown for all the events. Reporter causality: unassessable for all the events. Company causality: not reportable for all the events. A product technical complaint was initiated on 27-jun-2019 for synvisc one (lot number: unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The investigation was completed on 27-jun-2019. Additional information was received on 27-jun-2019. Ptc results received and processed. Global ptc number was added.

Event description:
Worsening bilateral knee osteoarthritis [osteoarthritis aggravated] ([joint space narrowing], [device ineffective], [arthralgia], [crepitations]) osteoporosis [osteoporosis], bouchard's and heberden's nodes of bilateral hands [heberden's nodes] , stooped posture [posture abnormal] , mild antalgia with bearing weight on the right [weight bearing difficulty], osteophytosis [osteophytosis] , mild antalgia [antalgic gait] , pain over the trochanteric bursa [pain in hip]. Case narrative: this case is related to case ID.: (B)(4) (multiple devices used, left knee). Initial information received on 14-jun-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "psp_saus.tjo.012". Patient ID: unknown; country: united states. Study title: sanofi patient connection. This case involves a (B)(6) male patient who experienced worsening bilateral knee osteoarthritis, osteoporosis, bouchard's and heberden's nodes of bilateral hands, stooped posture, mild antalgia, mild antalgia with bearing weight on the right and pain over the trochanteric bursa, after he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history included pelvic fracture, alcoholism, anxiety, h pylori ulcer, hypertension, asthma, infectious viral hepatitis, and diverticular bleed. His past medical treatment including cholecystectomy, hernia repair, joint replacement. His vaccination(s) and family history were not provided. Concomitant medical products included diclofenac sodium (voltaren); chondroitin sulfate sodium, glucosamine hydrochloride (glucosamine /chond [chondroitin sulfate sodium;glucosamine hydrochloride]), meloxicam (mobic), duloxetine hydrochloride (cymbalta), vitamin d3 (vitamin d3), paracetamol (tylenol), amlodipine besilate (norvasc), ascorbic acid, biotin, calcium pantothenate, cyanocobalamin, folic acid, nicotinic acid, pyridoxine hydrochloride, riboflavin, riboflavin, thiamine hydrochloride, tocopheryl acetate (multivitamin), omeprazole (prilosec) and alendronate sodium (fosamax). On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in right knee (lot-unknown; information on batch number requested) for primary osteoarthritis of both knees. On (B)(6) 2019, x-ray showed moderate left and mild right knee osteoarthritis. On (B)(6) 2019, x-ray lumbar spine was performed and joint space narrowing and large osteophytosis resembling dish. On (B)(6) 2019, patient went for medical evaluation and it was observed that he had worsening bilateral knee osteoarthritis. On the same day, he was also diagnosed with osteoporosis. It was also reported that he took fosamax weekly without major gi distress or epigastric pain. He was worried that fosamax mite result in gi bleeding. He was also found positive for arthralgia. On the evaluation, he was also observed with gait with stooped posture, mild antalgia with bearing weight on the right. He was also diagnosed with bouchard's and heberden's nodes of bilateral hands. On the evaluation of left and right lower extremities, crepitus of the bilateral knees. He had pain over the trochanteric bursa of the right outer hip. It was also sated by him that synvisc one was ineffective. On the same day, patient was injected with bilateral steroid injection. Using sterile technique, the right knee was prepped, and topical ethyl chloride was used to anesthetize the needle into the joint from the anterior approach. The joint was entered and 15 mg of celestone and 1 ml pain marcaine was then injected, and needle withdrawn. The event of worsening bilateral knee osteoarthritis was assessed as serious due to seriousness criteria of intervention required. Relevant laboratory test results included: blood creatinine - on (B)(6) 2017: 0.66 mg/dl (abnormal); on (B)(6) 2017: 0.69 mg/dl (abnormal); on (B)(6) 2018: 0.68 mg/dl (abnormal); on (B)(6) 2018: 0.75 mg/dl (abnormal); on (B)(6) 2019: 0.65 mg/dl (abnormal) haematocrit - on (B)(6) 2017: 39.7 % (abnormal); on (B)(6) 2017: 39.4 % (abnormal); on (B)(6) 2018: 32.5 % (abnormal); on (B)(6) 2018: 35.1 % (abnormal); on (B)(6) 2018: 0.75 % (abnormal) white blood cell analysis - on (B)(6) 2018: 4.06 k/ mcl(abnormal) final diagnosis was pain over the trochanteric bursa, mild antalgia with bearing weight on the right, mild antalgia, stooped posture, bouchard's and heberden's nodes of bilateral hands, osteoporosis and worsening bilateral knee osteoarthritis. Action taken: not applicable for all the events. Corrective treatment: betamethasone (celestone) for worsening bilateral knee osteoarthritis; not reported for rest of the events. Outcome: unknown for all the events. Reporter causality: unassessable for all the events. Company causality: not reportable for all the events. A product technical complaint was initiated, and results were pending for same.